Manufacturer narrative:
This lot was manufactured december 2, 2015 ¿ december 3, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling. There was no patient involvement. No additional information is available.